Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining discrepant blood glucose results of 275 mg/dl and 157 mg/dl on compact plus system 1 compared back to back with results of 135 mg/dl and 176 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer did not have any strips left for the results obtained on compact plus system 1 and so, no product will be returned for evaluation.